Event description:
The customer reported that the nurse noticed that 1 hour after starting high dose undiluted etoposide infusion the drip chamber was completely full event though the drip chamber was primed 1/3 full. The user squeezed the fluid back into IV bag and the fluid immediately filled up the drip chamber again. The user opened the vent door to see if this would trouble shoot the problem and fluid starting leaking out of the vent. The IV set and bag were taken down and discarded.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.